Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 299 mg/dl. The customer was treated with the pump. The customer stated that he had seizures. The customer was wearing the insulin pump during the hospitalization. The customer also had low reading of 44 mg/dl and treated with sandwich cookies. The customer stated that the pump alarmed no delivery. Insulin was able to exit with 5.0 unit fixed prime. The insulin pump will not be returned for analysis.